Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented to the clinic remotely via merlin net. Upon review of the transmission, the implantable cardioverter defibrillator was found exhibiting backup vvi operation. It was recommended that the patient be brought in for a device restoration.

Event description:
New information received stated that the asymptomatic patient presented to the clinic on (B)(6) 2020 and normal function on the device was successfully restored. The patient would continue with regularly scheduled follow ups.